Manufacturer narrative:
Device is a combination product.   (B)(4).   Device evaluated by MFR.: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited.   (B)(4).

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the tortuous and calcified left anterior descending artery (lad). A 2.25 x 24mm synergy ii drug-eluting stent was advanced to treat the lesion. However, while advancing the device to the mid lad, the stent fell off the delivery system. A 2.0 x 20mm emerge balloon catheter was then advanced through the dislodged stent and it was then inflated. After using larger balloons, the stent was embedded to the artery wall and the procedure was completed. No patient complications were reported. The patient is doing well.